Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported decreased visual acuity. Deposits were noted on the lens and the lens was explanted. In a follow-up conversation, the surgeon reports, the patient was doing "substantially better". Additional information, including patient status, has been requested.

Manufacturer narrative:
The explained lens was returned for evaluation. The lens was acceptable per our current release criteria. Optical resolution was found to be acceptable and the lens diopter was confirmed to be correct. Product history records were reviewed and all documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 07/20/2007. Additional information was requested 06/20/2007, 06/21/2007, 06/28/2007, 07/05/2007 & 07/10/2007 by phone, mail and fax. Additional information was received 06/21/2007 by phone. A completed questionnaire has not been returned.